Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient said the device to turn the implant off was not working, but based on information in the call the patient appeared to mean the implant. The caller then indicated that the patient claimed that the stimulator was not working or that the patient could not turn it off, but the patient was being sedated at the time. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.